Manufacturer narrative:
During device evaluation performed at zoll, the thermogard xp ivtm system (s/n (B)(4)) failed initial functional testing as the console displayed a mid:09 error message upon powering up. The root cause of the mid:09 error code was the defective air trap sensor block due to wear and tear or due to a defective component. The thermogard console was manufactured in december 2013, and it is over 7 years old, has exceeded its expected service life of 5 years. The air trap sensor block assembly was replaced to remedy the fault. During further functional testing, the thermogard console displayed a mid:11 (post nvram) error message, followed by a dark display screen as the display backlight was not functional. The likely root cause of the observed issues could be due to a depleted battery or a loose connection between the battery and the processor board. Troubleshooting the problem revealed that the battery was lifted, not fully seated on the socket. The battery was replaced to address both the mid:11 error and the dark display head screen issues. No physical damage was observed on the thermogard console during visual inspection. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During servicing of the thermogard xp ivtm system (s/n (B)(4)), the console failed functional testing and displayed a mid:09 (air trap assembly) error message upon powering up. After the mid:09 error was resolved, the thermogard console displayed a mid:11 (post nvram) error message. In addition, the display head screen was noted to be dark. No patient involvement.